Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined, that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that during surgery on (B)(6) 2023. The ria head failed. The phalanges that are on the shaft of the head broke off. The procedure was not completed successfully. And there was a delay of 45 minutes in relation to the event. The surgeon was able to grab the broken pieces of the canal, but it was not easy to remove the fragments. No additional medical intervention was required. This report involves one 12.0mm reamer head for ria 2 sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device . Visual analysis of the photo revealed that 12.0mm reamer head for ria 2 sterile had 2 of the 4 prongs visibly broken off. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 12.0mm reamer head for ria 2 sterile. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Due to the trend with the broken ria 2 reamer heads identified during post-market surveillance, the CAPA-010231 was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation (B)(4) was initiated to define any further action related to the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.